Event description:
During baxter's eval of a spectrum pump a delayed response of the keypad was experienced. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. A delayed keypad response was experienced during the prod eval caused by a failing processor printed circuit board (pcb). The delay observer was approximately 3 seconds. The keypad was tested and all keys were found to function as designed. The processor pcb and shielding were replaced.